Event description:
The customer returned product for no display, during physical inspection it was found that the air sensor was lifting. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown. H3: one device was received for evaluation. There was no event history related to the current complaint. The reported problem could not be replicated. Further investigation found a lifting air sensor. The device passed the test after repair.